Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the product has not yet been received.

Event description:
A consumer reported that the unit leaked, and this resulted in burns to her son from the hot water that spilled out of the personal steam inhaler. Medical intervention was sought for their injuries, and it was stated that they the child was treated with antibiotics and burn cream. The instructions for proper use have a clear warning that the product should only be used on a flat level surface to avoid spilling water, and also to keep out of reach of children. Kaz USA, inc. Has requested that the product be returned to our company for testing.